Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Day 5 of basic evaluation. The patient reported that they pulled on their wire, but was not sure if the wire was completely out. It was indicated that they were on the right side at an amplitude of 2.5. They did not feel any discomfort or pain.